Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of no vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no vibration on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.